Event description:
A report was received that alleges that the endobronchial tube was leaking at the suction port cap after an unk amount of time in situ. Replacement was required. No incident related medical sequela was reported.

Manufacturer narrative:
The device is currently being evaluated; the MFR will file a f/u report including the results of the eval once it is completed. Method code, other: a sample device was returned and is currently under investigation.